Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. (B)(4) applies to verify and lead. (B)(4) applies to verify and lead. (B)(4) applies to verify and lead. (B)(4) applies to lead only. (B)(4) applies to lead only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient believes the lead may have migrated because they got into their car and had to slide over in the seat. They use to feel stimulation in the lip of their vagina, but they now feel it in their tailbone or not at all; their tailbone is really sore. The patient further added the healthcare provider (hcp) had difficulty during the evaluation on the left side. They believe the hcp should not have done the evaluation at this point in time because they are on antibiotics for a urinary tract infection (uti) which caused them to have diarrhea; they are afraid this will skew the results. They further added they haven't been able to sleep and they are worried. They use to not have much incontinence prior to the evaluation, but they have that now. The patient was on bladder medication prior to the evaluation and said they might still be in their system which might skew the results as well. They haven't been drinking a lot of liquids and their voice has been cracking. They further added stimulation was not working for them as they haven't felt it in their vagina; stimulation sensation was reviewed. The patient added they had a bowel movement from the antibiotics which is a side effect; they are on a non-lactose diet. Two days later, the patient said they weren't doing well and said they had to decrease stimulation as it was uncomfortable; they took a sleeping pill. During the call, the patient was assisted with increasing stimulation, but they started to have pain in their buttocks and they weren't feeling stimulation. The patient was advised that stimulation should always be comfortable-never uncomfortable or painful-and to decrease stimulation if that situation arises. After decreasing stimulation, they weren't feeling it but their buttocks were sore. No further patient complications have been reported as a result of this event.